Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic dissection of >200mm length. It was reported that approximately 6 months later the patient presented emergently with flank pain. A CT scan identified a new tear in the intimal lining with focal contrast. On the following day, intervention was performed where a 32x32x150 stent graft was implanted at the celiac and bridged proximally with an additional stent graft (28x28x150). The intervention was successfully completed and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.